Manufacturer narrative:
Corrected: h6 delivery system annex d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID mc1vr01-delsys d9: yes, return date: 21-mar-2025 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system outer shaft was k inked/buckled. The delivery system flush port valve was broken. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 4.8 cm from the distal end of the delivery system. The inner shaft was kinked at 3 cm from the distal end of the recapture cone. The flush port valve of the delivery system was cracked/broken upon receipt. There were no anomalies found with the deflection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator during the first attempt of deployment, the leadless ipg exhibited poor measurements of impedance and thresholds. The leadless ipg was attempted to be recaptured into the cup, but the deflection gray button did not deflect the leadless ipg. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.